Manufacturer narrative:
Evaluation is in progress, but not yet concluded. MFR recall aa-2013-004-c (system-1 "999 pressure alarm") was sent to users in july 2013. This recall described the reported behavior and the ccp was aware of this recall. The field service rep (fsr) was at the hosp site on (B)(4) 2014 to inspect and test the pressure module.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pressure module shut down the arterial pump during bypass. The arterial line pressure said "999" and then it shut the pump off. This happened approximately five times. The fifth time it occurred, it stayed off for approximately ten seconds (that was the longest it was off). The device was not changed out. The cardioplegia transducer was switched with the arterial transducer. The issue still occurred. The perfusionist manually restarted the pump every time. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: during this mitral valve procedure, the perfusionist (ccp) was using a roller pump as the arterial pump. Two pressures were being measured with system-1 during cpb (via two disposable pressure transducers) and they were the arterial line pressure and the cardioplegia circuit pressure. There were no issues observed with the calibration or use of the transducers during set-up or early minutes of cpb. (B)(4)/MDR #1828100-2014-00224 clinical review continued: after the pt had been cooled to 28 degrees celsius, a high pressure alarm of the arterial line pressure occurred and the arterial pump stopped, as configured. When the ccp looked at the central control monitor (ccm), the arterial line pressure was displayed as 999. After the arterial pump stopped, the 999 cleared in a couple of seconds and the arterial pump was able to be re-started. The arterial line pressure appeared to be reading a reasonable pressure again. Minutes later, a similar event occurred where a high pressure alarm occurred (999 on ccm) and the arterial pump stopped. The 999 cleared and the arterial pump again was re-started in a couple of seconds. The arterial line disposable pressure transducer was removed and a replacement as connected to the original cable and pressure module. Minutes later, in spite of a new transducer, the same behavior occurred, high pressure alarm, 99 displayed, arterial pump stop, and in a few seconds the 999 cleared and the arterial pump was able to be started. The ccp next elected to swap the pressure transducers (arterial and cardioplegia) and this means the arterial pressure transducer was now connected to the cardioplegia transducer cable and module and the cardioplegia pressure transducer was connected to the arterial cable and module. Minutes later, there was a cardioplegia high pressure alarm and 999 was displayed on the ccm. The arterial roller pump stopped, as the cardioplegia pressure transducer was now connected to the arterial cable and module.